Manufacturer narrative:
Device not returned.

Event description:
Reportedly, valve explanted after 1 year due to aortic regurgitation level 3. At explant there appeared to be a prolapsed leaflet on the right coronary cusp. Another valve was put in its place along with mitral and tricuspid ring. No further info available.